Event description:
The clinic reported that a laser vision correction patient complained of halos at night post lasik several months ago. It was stated that the patient was -4.50 prior to surgery. The patient's pupils were scotopic. In addition, the patient's current refraction was reported to be plano in the right eye and about a +.50 in the left eye, with best corrected visual acuity (bcva) of 20/20. No loss of bcva was reported. It was stated that the halos could have caused by the large pupils at night and high correction. In addition, he had difficulty seeing under fluorescent lighting and found night driving hard.

Manufacturer narrative:
Date of this report: 12/31/2013. Device available for evaluation: yes. Device manufacture date: 07/31/2013. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Event date: unknown. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.